Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced a bent cannula which led to low blood glucose level. They tried to treat it with carb intake.therefore, on (B)(6) 2025, the patient first went to the emergency room and was subsequently hospitalized due to low blood glucose level. The patient's low blood glucose level was 56 mg/dl. During hospitalization, the patient having symptoms including confusion and sickness.length of hospialization was less than 24 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.